Manufacturer narrative:
(B)(4). Analysis of the ins ((B)(4)) found no anomaly.

Event description:
Additional information received from the manufacturer representative reported that there were impedance issues of greater than 4000 ohms. The leads were removed a couple of different times and cleaned and reinserted and it still had impedance issues. The health care provider (hcp) stitched the patient up and tested again and the high impedance issues remained. The patient was re-opened, a new battery was implanted, and the high impedance issues were resolved. The patient experienced no symptoms. The manufacturer representative sent the battery back.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0r54t, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the implantable neurostimulator (ins) was having an issue during the procedure. Another ins was newly implanted into the patient. The impedance was all less than 4000 ohms and greater than 15. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.